Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for routine pacemaker check. Upon interrogation of the device, it was discovered that a polarity switch occurred on the left ventricular lead and the cap confirm setting was automatically disabled on the left and right ventricular leads. It was noted that the left ventricular lead exhibited low lead impedance causing the polarity switch. The right ventricular lead, however, did not exhibit any abnormal lead impedance. The pacemaker output also increased for both lead chambers. The leads were manually tested and found to have stable impedance and threshold. It was noted that the patient underwent some radiation therapy during the time of the event. The device and lead were then reprogrammed back to the appropriate settings. There were no adverse consequences to the patient. Related manufacturer reference number: 2017865-2020-01822.